Event description:
It was reported that a cartridge alarm 06 occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.